Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber became charred and started end firing after 3,000 joules and 25 minutes of use. There were instances of the fiber being buried into tissue. The procedure was completed using another fiber. There was no patient complication.